Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had multiple insulin pump error alarms. The customer was able to clear the alarm and able to complete rewind the insulin pump. Customer performed self test and it was pass. Customer stated that after changing a battery insulin pump error alarm occurred. No harm requiring medical intervention was reported. The one insulin pump will be and other insulin pump will not be returned for analysis.